Event description:
While transporting a pt across smooth, level flooring, two -of four- non-telescoping aluminum support legs on a ferno proflexx 35-p separated within a coupling sleeve at the point where the tubes are spot welded to the connection tube. As a result of the failure, the stretcher collapsed requiring the crew to support the weight of the pt and lower the pt to the ground. The pt remained unaffected by the event, but a crew member was injured with a resultant lost-time injury. Dates of use: 2006 - 2008.